Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "I was not in case but was told by dr. (B)(6) that the bag broke away just past the guide bead and she had to collect the guide bead from patients abdomen. I observed her second case in which she informed me that this is exactly the same steps she did in her 1st case. When she retrieves the specimen she does not release the string from the plastic part of the deployment mechanism. So she pulls gathered bag and guide bead up through trocar back to plastic and then pulls all out together. I informed her of how properly to release string and that this may help resolve the issue. On second case lap chole she had no problems with the bag." Patient status - good condition.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering's analysis determined the tissue bag was likely cut with a sharp instrument after being cinched and that the likely root cause is use error. The instructions for use (IFU) state: "do not cut bag cord prior to removal from port." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.